Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a device change out procedure, this right ventricular (rv) lead was exhibiting normal function at the start of the procedure. During the laser lead extraction, this lead was no longer functioning appropriately, so the physician opted to remove it. A new rv lead was implanted which remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received that during the procedure the impedances and threshold drastically increased, pre and post extraction of other leads.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device change out procedure, this right ventricular (rv) lead was exhibiting normal function at the start of the procedure. During the laser lead extraction, this lead was no longer functioning appropriately, so the physician opted to remove it. A new rv lead was implanted which remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device change out procedure, this right ventricular (rv) lead was exhibiting normal function at the start of the procedure. During the laser lead extraction, this lead was no longer functioning appropriately, so the physician opted to remove it. A new rv lead was implanted which remains in service. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received that during the procedure the impedances and threshold drastically increased, pre and post extraction of other leads.